Manufacturer narrative:
Patient identifier not available. See MDR 3004785967-2019-00250. For repair and resolution. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the emitter was unable to track the instrument tracker. The site verified the connections before they turned the emitter off and on in the software. After the site turned it back on, the emitter saw the instruments normally. The procedure was completed using navigation and there was no reported impact to patient outcome. There was no reported surgical delay.